Manufacturer narrative:
The explanted device will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information approximately two years post explant that this pacemaker was removed due to an elective replacement indicator (eri). The physician alleged that the battery had depleted prematurely. This device was explanted and a new device was implanted. No adverse patient effects were reported.